Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected a high out of range shock impedance measurement greater than 125 ohms through the remote monitoring system. No adverse patient effects were reported. This product remains in-service.